Event description:
It was reported that the patient presented to the hospital after receiving inappropriate atp therapies and an hv shock due to t-wave oversensing. Increased capture threshold and decreased sensing were also observed. The lead was capped and replaced. The patient condition after the event was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).